Manufacturer narrative:
Title: pain versus gain: multiport versus single-port thoracoscopic surgery for pediatric pneumothorax a case series source: international journal of surgery open volume 37, december 2021, 100428. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the outcomes of single-port versus multiport surgical technique for video assisted thoracoscopic surgery in pediatric patients (age 12-17) with primary spontaneous pneumothorax between august 2017 and february 2021. The stapler with 45-60 mm purple tri-staple was used to resect the region of the lung containing blebs. There were 7 patients in the study and one patient experienced the complication of recurrent pneumothorax requiring replacement of chest tube.